Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) does not audibly alarm. All lights appear when alarming. No reported missed alarms due to this issue. This issue did not affect cns monitoring. Every alarm was captured and vitals coming through like normal. No patient harm was reported. Attempt #1 07/12/2021 emailed customer via (B)(6) for all items under the no information section. The customer responded back with complaint details and additional device information, but they did not provide any patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitors: model: bsm-6301a, sn: (B)(4). Model: bsm-6301a, sn: (B)(4). Model: bsm-6301a, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) does not audibly alarm. All lights appear when alarming. No reported missed alarms due to this issue. This issue did not affect cns monitoring. Every alarm was captured and vitals coming through like normal. No patient harm was reported.